Event description:
Investigation results are now avialable.

Manufacturer narrative:
Investigation results were made available. Concomitant medical products according d11: item: 01.00010.609, catalog #: cerasul, alpha insert, ii/28 , lot #: unknown. DHR-review: as no lot number was provided, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: breakage wear. Event description: the event description section of the zper reports a revision of a right total hip prosthesis. (Thp) implanted on (B)(6)2001 after diagnosis of fracture of the insert made during a consultation performed on (B)(6) 2018. Except of this and the information already filled in on the first page of this report the zper does not contain additional information. Review of received data: x-rays, revision repor, ansm report, discharge report, radiological report. Devices analysis: visual examination: there are hardly any bone attachments visible on the anchoring side of the allofit shell. The inner side of the shell including the region of the snap fit is not anymore in its original condition. Almost the entire surface is polished to a various degree exhibiting still the dimpled structure of the originally blasted surface in some locations. One of the shell¿s spikes is deformed and polished while the other is only slightly polished. Damage in the form of scratches and nicks, most probably deriving from revision surgery, can be observed on the anchoring side as well as on the inner side of the shell. The polar screw was received disassembled from the shell. It is damaged, probably from revision surgery. The ceramic inlay of the cerasul alpha insert is fractured and detached from the polyethylene liner. The polyethylene liner exhibits a rough abraded appearance on the inner side (which was the anchoring surface between polyethylene liner and ceramic inlay) and on the anchoring side. The rough abraded surfaces appear dark due to the accumulation of metallic wear particles. Further the polyethylene liner is worn. Close to the pole the polyethylene thickness is reduced in such a way that the material is almost transparent and slightly deformed outwards. On the inner side ceramic particles of different sizes are embedded. On one half there is a new ledge emphasized by dark stained metallic wear particles. Close to this region, the inner edge of the rim shows a possible sickle-shaped deformation. Under certain light conditions cracks can be detected along the rim of the polyethylene liner. On the anchoring side of the polyethylene liner there are two approximately 20 mm long grooves from the spikes of the shell appearing dark stained due to the metallic wear particles. The pole pin is completely missing. In some locations of the anchoring side, the original surface with the machining lines is still visible. There are ceramic particles of different sizes embedded on the anchoring side of the polyethylene. Two large pieces and several small fragments of the fractured ceramic inlay are at hand. Further parts are missing to form the original geometry of the inlay. One of the large pieces shows a worn stripe on its articulation surface. Based on the flat surface on its anchoring side this piece originates from the center region of the inlay. All ceramic pieces and fragments show diffuse metallic smearing. The edges of the fracture surfaces of the pieces and fragments appear smoothed. Approximately two thirds of the articulation surface of the ceramic head shows a matt appearance. On one side of the head there is a palpable worn area. Several metallic smears can be seen on the head surface. The bottom edge of the head is chipped in several locations. The head taper shows a metal transfer from the stem taper as well as several smeared lines. Additionally, there is metal transfer in the dome area. Review of product documentationn: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was not approved by zimmer biomet. Conclusion summary: the hip prosthesis was revised after 17 years and 6 months in vivo due to a fracture of the ceramic inlay of the cerasul alpha insert as visible on the x-rays. According to the revision report the metallic shell was fix and the ceramic inlay was fractured with major damage of the polyethylene. It is also stated that the polyethylene liner was mobile in the metal shell and that there was significant metallosis. The ansm report and the discharge report state that the fracture of the ceramic insert happened already a longer time before revision. The appearance of the explants (overall wear appearance of the shell and polyethylene liner, embedded ceramic particles in the polyethylene, smoothed fracture surfaces of the ceramic inlay) suggests this as well. As the ceramic inlay was fractured already a longer time before revision this led to various concomitant phenomena. Consequently the implants do not show any more the state as right after the fracture. Based on this and due to the fact that fracture pieces of the ceramic inlay are missing it is not possible to reconstruct the sequence of events that led to the fracture. The ansm report indicates that an atf stem and ceramic head were combined with the allofit shell and the cerasul alpha insert. As this is a combination of products from different manufacturers it has to be considered off-label use. It is unknown if this had an influence on the fracture of the ceramic inlay. A possible scenario for the fracture of the ceramic inlay can only be hypothesized. At one point in time the ceramic inlay became loose in the polyethylene liner which probably led to an adverse position of the inlay that could possibly have triggered its fracture. As a consequence, ceramic fracture particles could get embedded in the polyethylene liner resulting in wear of the polyethylene, inner side of the shell and the articulation surface of the ceramic head. The two approximately 20 mm grooves from the spikes of the shell indicate that at one point in time the insert started to rotate in the shell. The cracks detected along the rim of the polyethylene liner are signs of material embrittlement due to oxidation. Metallic wear particles deriving from the inner side of the shell might have contributed to the reported metallosis. However, based on the given information and the results of the investigation, we could identify a root cause for this issue. As the product combination is not approved by zimmer biomet, we consider the root cause as off-label use. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: atf uncemented size 7, catalog no#: unknown; lot#: unknown. Head alu atf 28m, catalog no#: unknown ; lot#: unknown. The manufacturer received x-rays and documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture.